Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced two episodes of hypoglycemia with loss of consciousness while wearing the ilet bionic pancreas, in the context of prolonged hyperglycemia, subsequent overcorrection, and significant physical activity without pausing insulin delivery; the user elected to perform a factory reset and restart go bionic to retrain the system. Symptoms included hypoglycemia with loss of consciousness. Outcomes included no alarms or alerts, no hospitalization, and completion of troubleshooting and education. Investigation included complaint intake review and user coaching on device use, exercise considerations, and system relearning after reset. Investigation of this case revealed no device malfunction reported and suggested user behavior patterns, including unpaused activity and sustained highs followed by overcorrection, as likely contributors to hypoglycemia; dates of events were not recalled. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.